Manufacturer narrative:
This MDR is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 4 devices were evaluated in the field and the issue was confirmed; 3 units had broken/damaged components and 1 had a detached component. The devices were repaired and returned. 2 devices were reported via user facility medwatch reports. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes <noe> 6 </noe> malfunction events, where it was reported the siderail may not remain latched. 5 events had patient involvement. 1 event had patient involvement, with a reported fall resulting in a swollen area on the forehead.